Event description:
It was reported that, during a cori assisted tka surgery, the burr of one (1) real intelligence robotic drill did not cut to plan on burr initial cut, said it was down to cut but could burr more on burr all screen. After burring all just the distal portion, the cut block was placed and the punch holes for the 4/1 cut block were off. Checkpoints were taken initially and no array movement confirmed. No array movement confirmed again after the case due to post op alignment and flexion range being accurate. The device also gave a disconnect error. The procedure was resumed, after a ten minutes delay, with a change in surgical technique (switch to manual procedure). The case was completed manually on the femur, the tibia cut was navigated with the robot. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6. This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.